Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3200-0021 ccu would not respond and would not charge; the surgeon inputs all case fields, but the start button is greyed out and unable to start the case. The rep reported the console did not replicate this issue moving forward. Tech support advised to still update the console to the latest version of software and stated the cause to have possible temporary irregularity/glitch with the console. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing motherboard.